Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2025, a 10mm amplatzer septal occluder was implanted. The atrial septal defect measured 8mm, and device sizing was determined using intracardiac echocardiography (ice), which was also the imaging modality used during the procedure. On (B)(6) 2026, it was observed that the occluder had embolized and had completely dislodged from the intended implant site, with CT imaging of the abdomen identifying migration of the device to the abdominal aorta. The implanter attributed the embolization to an excessively lax atrial septum. The embolized device was successfully retrieved percutaneously via the groin without complication and without causing partial or complete obstruction of blood flow. The defect was then remeasured using a balloon in accordance with the IFU, a stability check was performed, no peri-device leak was detected, and no rhythm changes occurred, and a 20mm amplatzer septal occluder was implanted with good closure. The patient remained hemodynamically stable throughout the procedure, experienced no clinical signs or symptoms during or after the event, and there was no clinically significant delay in the procedure or adverse patient effects.